Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Device code: loss of or failure to bond, method: actual device evaluated, result: wear problem. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction (B)(4) which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2018 and inspection of the unit was performed on (B)(6) 2018 where the quality control inspector found the following: bending rubber pinhole, air/ water socket cylinder o-ring chipped, failed dry leak test, failed wet leak test, middle lcb distal cover glass glue is missing, up/ down angulation knob play, right /left angulation knob play, fluid invasion not observed in control body, fluid invasion not observed in pve connector, elevator knob broken disconnected from base, hole in # 2 remote control button cover, customer complaint confirmed, bending rubber leak at proximal side, distal cap - fixed type failed seal integrity inspection, suction tube mild resistance. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs to included the distal case/cap, which will be replaced and resealed pursuant to the field correction, and return upon completion. Parts replaced: o-rings and seals, bending rubber, deflector lever, remote control button(1), deflector body link, distal case/cap, o-ring(0.5x1.3).